Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient's x-ray showed that the lead had migrated out the epidural space, and as a result the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2025 where the lead was repositioned to address the issue. Effective stimulation was restored.